Event description:
It was reported that during a clinic visit, the shock vectors on this right ventricular (rv) lead were observed to exhibit shock impedance measurements that were greater than 125 ohms. The health care professional (hcp) called technical services (ts) for troubleshooting assistance. Ts reviewed device settings and provided troubleshooting recommendations. The hcp noted that the high out of range shock impedances were resolved after successfully reprogramming the rv lead shock vectors. No adverse patient effects were reported. This rv lead remains in service.